Event description:
Pt on table for electro-physiologic study. The pt spontaneously went into ventricular tachycardia/ventricular fibrillation. The defibrillator was charged to 360j, when the event was seen. Quickcombo pads were on the pt and everything was connected but when the discharge buttons were pushed the machine didn't defibrillate. By calculating time on pruka computer it took 52 sec before a shock was delivered.